Event description:
Info received indicates the brake is not holding. Casters will lock, but continue to swivel from side to side.

Manufacturer narrative:
The tech replaced one caster, a main bearing and two caster supports to repair the bed.